Event description:
It was reported that, during a procedure, this fiber was used for approximately 4 minutes. At that time the fiber 'popped' and 'snapped'. The physician asked to use a new moses 200 fiber, which they opened and proceeded with the procedure successfully. There were no patient complications.

Event description:
It was reported that, during a procedure, this fiber was used for approximately 4 minutes. At that time the fiber 'popped' and 'snapped'. The physician asked to use a new moses 200 fiber, which they opened and proceeded with the procedure successfully. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber body was received broken in two pieces. The fiber tip had normal degradation. During functional testing, the light exiting the connector face was bright and round. Based on analysis results, the reported fiber break allegation was confirmed. It is likely that procedural handling of the device during set-up and use, may have contributed to the fiber break. According to the instructions for use (IFU), the following is cautioned: ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. A conclusion code of cause traced to component failure was assigned to this investigation.